Manufacturer narrative:
Add'l info regarding product eval is pending. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).

Event description:
A nurse reported during a cataract extraction procedure, the system displayed a red screen with an error code and the IV pole locked in position. The system was rebooted and the balanced saline solution was dispensed on another support to complete the surgery following a 20 minute delay. There was no injury or harm to the pt.